Event description:
No additional information.

Manufacturer narrative:
(B)(4): follow up MDR for device evaluation 20 samples were received. They came in sealed packaging blisters. Visual inspection was performed. No defects or imperfections were observed. Each sample was connected to a syringe with saline solution. All samples expelled the solution with normal flow. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 1239304 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "pushing but nothing happens cant get needle to dispose. This has reportedly occurred at several stores all with the same lot number. Follow up comments on 26-oct-2023 multiple cvs locations have reported same problem you push the needle plunger and nothing happens it¿s as if it has something is in it. Additionally this isn¿t your first complaint as the FDA website has complaints dating from earlier this year logged only about 1 in 3 needles allow us to push thru between stores there¿s atleast 15 boxes if not more affected some were throwing them away which costs our company money follow up comments 27-oct-2023 1. Send me large box got tons of samples to mail you 2. Shot held by pharmacist went into patient arm that¿s how we know when we push nothing happens so yes affected both user and patient 3. A second shot had to be stabbed into the patient each time so yes take out needle and redo but I can¿t save those needles to send you